Event description:
Pt in hospital. Pt with multiple traumatic injuries in ICU on vent. Vent began to alarm and would not stop alarming. When servo 900c examined, staff determined that although vent plugged into wall socket, vent was not getting power, just air. Pt bagged until vent could be brought and pt attached to new vent.